Manufacturer narrative:
The incident was reported by the consumer. The actual device is expected to be returned for evaluation. When the quality engineer completes the investigation, a supplemental report will be filed.

Event description:
It was reported that, "I received burn like irritations on my skin from the 3 electrodes attached for the 24 hour monitor. The area became very blistered, broken down, and painful for a few days. Required follow up treatment with an antibiotic cream.